Event description:
It was reported that the wake button was not working. Customer applied more force to the button to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl; cause was not known. Customer administered a manual insulin injection to address elevated blood glucose. Reportedly, the customer alleged that the pump did not deliver insulin as intended; however, the alleged root cause could not be confirmed. Reportedly, issue was resolved and customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.